Manufacturer narrative:
(B)(4). Dilatation catheter: voyager; stent: rx acculink (1011344-30/unk); embolic protection: nav6 (22438-19/unk). There are several possible causes for difficulty advancing the recovery catheter (rc) including, but not limited to, damage to the recovery catheter, challenging anatomical conditions, stent post dilatation strategy, the newly deployed stent not being fully apposed to the vessel wall, lack of guide catheter support or interaction between associated devices. Based on the reported information, it appears that the difficulty advancing the retrieval catheter is due to interaction with the newly placed stent. It may be possible that the stent was not fully apposed to the vessel wall or implanted in an angled segment of the artery resulting in interaction between the recovery catheter and the stent during advancement. In this case, the embolic protection device was pulled through the stent partially, down into the accunet rc and was removed from the body. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Without having the product for evaluation, a conclusive cause for the reported difficulty advancing the recovery catheter could not be determined. However, there is no indication of a product quality deficiency. The rx acculink (1011344-30/unk) and the emboshield nav6 (22438-19/unk) are each being filed under separate mfrs.

Event description:
It was reported that the emboshield nav 6 embolic protection device (epd) was successfully positioned in the left internal carotid artery. The target lesion was in the left common and internal carotid arteries. During acculink stent deployment, the stent migrated forward and was implanted completely in the target internal carotid artery. Although the common carotid was not covered, no intervention was performed. The stent was postdilatated and the patient experienced bradycardia and hypotension. Neosynephrine was given and both resolved the same day. During attempted epd removal, the nav6 retrieval catheter (rc) was unable to advance through the deployed stent despite neck maneuvers and sheath advancement. An rx accunet shapeable tip rc could only be advanced partially through the stent; therefore, the epd was pulled down into the accunet rc and was removed from the body. There was no adverse patient sequela. Though requested no additional information was provided.